Event description:
A patient reported blood glucose results of 44 mg/dl, 117 mg/dl, 77 mg/dl and 68 mg/dl with lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.